Event description:
In 2008, the pt's wife (reporter) contacted lifescan (lfs) on behalf of the lay user/pt alleging that the onetouch ultra meter was reading inaccurately high and low. The medical affairs specialist (mas) contacted the pt and obtained the following add'l info. The pt tests before meals and before bedtime (4x/day) and takes humalog (set dosages before meals and will take extra based on a sliding scale) and lantus (set dose at night). The customer care advocate (cca) noted that the meter readings in question were "130, 112, 342 mg/dl," which were obtained greater than 20 mins apart, the dates/times of the results were not specified. When the mas spoke with the pt, he was concerned with the following incidents: approx a week before the call to customer service (approx a week prior), the pt tested before dinner and got a "20 mg/dl." He was feeling fine and felt that the meter was inaccurately low. He disregarded the meter reading and ate his dinner as usual. He did not develop any symptoms and did not recieve any form of treatment as a result of the alleged low "20 mg/dl" test result. Then a couple days before the call to customer service (two days prior to original date), the pt obtained a "high" meter reading before bedtime (around 11pm). He was unable to recall the specific result. He took an increased dose of insulin based on the meter result and reportedly developed symptoms at around 4am (5 hours after taking insulin). He stated he felt confused, swearing, and had a rapid heartbeat. He administered self-treatment with grape juice and felt better afterwards. He recalled testing on his meter while experiencing the symptoms and the test result "matched" his symptoms but he was unable to specify the result. This complaint is being reported because the pt allegedly became hypoglycemic after taking insulin based on an inaccurate "high" meter result. Replacement products were sent to the pt.

Manufacturer narrative:
Lifescan (lfs) has requested the return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.